Event description:
Boston scientific received information that that this pacemaker and right ventricular (rv) lead exhibited exhibited noise. The noise was oversensed, resulting in pacing inhibition. The physician suspected a lead issue. No adverse patient effects were reported.

Manufacturer narrative:
This device and lead were reprogrammed to vvi at minimum outputs and a new device and rv lead were placed on the left side. This product remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.